Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure , the surgeon stated that they laid four clips on the vessel. When the surgeon reviewed the clips that had been fired on the vessel the two center clips were malformed and there was bleeding. The surgeon stated that they had fired it correctly and pulled the handle back correctly. They then used a competitor's device to complete the procedure, and stop the bleeding. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.